Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Surgeon found black debris around broken variax fibula plate (used for ulna).

Manufacturer narrative:
The reported event that the surgeon found black debris around a broken straight plate variax fibula, 8 hole/l108mm (which was used for the ulna), could be confirmed, based on the provided image documentation and based on the device which was returned for evaluation. The plate was received broken, but only one of the pieces was received. The breakage point is located along the 5th shaft hole. A visual inspection revealed that the surface of the plate shows marks of usage, while the holes of the plate have deformed threads, most likely caused during contouring, implantation and/or explantation. The broken surface presents a smooth shiny finishing, most likely due to rubbing of this piece with the other broken part of the plate, and a fibrous part with signs of instant breakage. It was reported that a first surgery took place in (B)(6) 2015, and the fracture was fixed with a reconstruction plate. Due to a non-union, a second surgery took place in (B)(6) 2016, and the fracture was fixed with a variax distal fibula straight plate. Due to a delayed union, the plate broke, but was left in place, since the patient had no pain, and the fracture healed. A third surgery took place in (B)(6) 2017, for the removal of the plate and the screws, and the refixation, and black debris was identified around the surgical area. The clinical expert evaluation revealed that ¿the x-rays show a typical monteggia fracture. The radial head has been repositioned in the elbow joint and the proximal ulna fracture has been reduced and first stabilized with a reconstruction plate resulting in a hypertrophic non-union and thereafter it has been fixed with a variax fibula straight plate. This is a clear off label use. Both, the reconstruction plate and the variax fibula plate are too weak for this particular indication. Fatigue fracture of the variax fibula plate was foreseeable. This would have been a very good indication for a variax compression plate or the axsos 4.0 compression plate. [¿] the black coloration is called ¿metallosis¿. This is caused by friction of two metal parts resulting in an abrasion of finest nano-particles of titanium which are deposited in the surrounding soft tissue. This is a frequent event.'' As per IFU (v15013), ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [¿] the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. [¿] the plates are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. [¿] these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Based on investigation, the root cause was attributed to a user related issue, due to a wrong selection of implant and a delayed union in an unstable fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon found black debris around broken variax fibula plate (used for ulna).